Event description:
A discordant non-linear dilution result for cancer antigen (ca-125) was obtained on one patient sample on an immulite 2000 xpi instrument. The customer ran the neat patient sample in duplicate and a dilution of the patient sample in duplicate (the customer did not provide dilution factor). The diluted results correlated with the second neat result but not the first. It is unknown if the discordant non-linear result was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant, non-linear ca-125 result.

Manufacturer narrative:
A global product support (gps) specialist evaluated data from the instrument and found no instrument malfunction. A siemens field service engineer (fse) was dispatched to the customer site. The fse observed that the reagent drd (dual resolution dilutor) had microbubbles. The drd was removed, cleaned, primed and dispense angles were tested. The fse ran a quality control and a precision run, all of which were within range. The cause of the discordant non-linear ca-125 result is unknown. No other discordant ca-125 results have been noted. This instrument is performing according to specifications. No further evaluation of this device is required.